Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated.

Event description:
It was reported that during an emergent follow up a pacemaker device was checked, and this device was confirmed to have reached eri, which is an indicator that the battery has reached the elective replacement time. The battery level checked in january 2019 indicated 2.5 years and by may 2019 the eri indicator was displayed on this device. Given premature battery depletion being suspected and under the discretion of the physician this device was exchanged for a new device. This device has been explanted and is no longer in service. No further adverse health effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Event description:
It was reported that during an emergent follow up a pacemaker device was checked, and this device was confirmed to have reached eri, which is an indicator that the battery has reached the elective replacement time. The battery level checked in january 2019 indicated 2.5 years and by may 2019 the eri indicator was displayed on this device. Given premature battery depletion being suspected and under the discretion of the physician this device was exchanged for a new device. This device has been explanted and is no longer in service. No further adverse health effects were reported. This device has since been received for analysis and the investigation is currently in progress. Once this investigation is complete an updated report will be submitted.